Manufacturer narrative:
(B)(4).the service engineer (se) evaluated the ventilator and replaced both the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The ventilator passed calibrations, short self tests (sst), and extended self tests (est).

Event description:
The customer reported a distorted top display. The ventilator was not on a patient at the time of the event.